Manufacturer narrative:
Other applicable components are : product ID 3888-56 lot# 0205199300 serial# implanted: explanted: product type lead. Product ID 09047 lot# s2485-23 serial# implanted: explanted: product type accessory. Product ID 3888-56 lot# 0205232716 serial# implanted: explanted: product type lead. Product ID 355531 lot# 0208177608 serial# implanted: explanted: product type screening device. Product ID 37082-40 lot# serial# (B)(4) implanted: explanted: product type extension. Product ID 977a275 lot# serial# (B)(4) implanted: explanted: product type lead. Product ID 355531 lot# 0208107196 serial# implanted: explanted: product type screening device. Product ID 37081-40 lot# serial# (B)(4) implanted: explanted: product type extension. Product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the spinal cord stimulator phase 1 was done (B)(6) 2014 and (B)(6) 2014 the lead was revised. On (B)(6) 2014 the battery was implanted as well as two leads in the back of her head. The patient felt the products failed her as a lead eroded through skin in the back of head. The patient had seen other doctors as well so they were not aware if the system had been removed or if so by whom. According to the patient the therapy was not working.